Manufacturer narrative:
Evaluation: no product was returned to assist in our investigation. However, based on the info provided, it is feasible to suggest the incident occurred as the result of pt anatomy, placement, and user error as the catheter was cut by the physician. For removal, we do state the following in our instructions for use: "while stablizing the mac-loc catheter hub assembly with one hand, position the end of a small, sterilize straight or curved forceps into the mac-loc release notch. Pry upward until the locking cam lever is free. It is now possible to remove the catheter." We will continue to monitor for similar situations.